Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spike broke off from tubing into saline bag causing the IV bag to fall to the floor. The tubing and IV bag were replaced and the primary rn was notified. There was no report of patient harm.